Manufacturer narrative:
Event date was unable to be obtained, aware date has been used as an approximate date.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort due to the device no being able to be fully deflated. Also, the patient states that he is not able to get the device fully inflated. An appointment has been scheduled to evaluate the device.